Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the clip was unable to pass lock test as it opened up 20-30 degrees continuously. The clip was removed from the anatomy. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay reported.